Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. When the loader went to remove the delivery device from the loading device, the seal was sticking and was flared in the tube upon removal. The surgeon loaded the third heartstring seal properly then deployed the seal out of the delivery tube into the aorta, but he could not obtain an adequate hemostasis. The fourth and fifth heartstring seals also did not load properly (same issue as the first two seals sticking/flaring). The procedure was converted to cross-clamp. No patient complications were reported by the hospital as a result. This report is for the third seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.